Event description:
It was reported that catheter entrapment occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the wire was trapped in the wire lumen after deflation when high pressure inflation was performed. The device was removed together with guidewire as one unit. The procedure was completed with a different device. There were no patient complications reported.